Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No prime fill anomaly noted. No unexpected motor noise or speed up anomaly noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported via phone call, that the insulin pump was squirting out insulin during manual prime. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.